Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8781318.

Event description:
Related manufacturer reference number: 1627487-2023-04650. It was reported the patient experienced ineffective therapy due to lead migration. Both leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.